Manufacturer narrative:
The reported events were inappropriate shocks, lead dislodgement and a helix mechanism issue. The reported event of a helix mechanism issue was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital complaining of inappropriate shocks from their device. Due to this, the patient was brought in on (B)(6) 2021 for a right ventricular lead revision procedure. Prior to the procedure, an x-ray revealed that the lead had become dislodged. While repositioning the lead, it was noted that the lead's helix would not retract, so the physician elected to explant and replace the lead. The patient was stable throughout.